Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No damage inside the device was noted. It was also received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 268 mg/dl. Troubleshooting was not completed; the customer requested the insulin pump to be replaced. The device was returned for analysis.